Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: b2 (date of death). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the patient's caregiver was changing the dressing around the dialysis catheter, the tubing was inadvertently cut beneath one of the ports. It was further reported that the patient began bleeding out through the cut catheter end and collapsed. Reportedly, the caregiver called 911 and the patient was transported to the emergency room. The bleeding could not be stopped until the tube was clamped in the emergency room. Despite all efforts including transfusion, the patient could not be resuscitated. The patient expired due to exsanguination.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the patient's caregiver was changing the dressing around the dialysis catheter, the tubing was inadvertently cut beneath one of the ports. It was further reported that the patient began bleeding out through the cut catheter end and collapsed. Reportedly, the caregiver called 911 and the patient was transported to the emergency room. The bleeding could not be stopped until the tube was clamped in the emergency room. Despite all efforts including transfusion, the patient could not be resuscitated. The patient expired due to exsanguination.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Therefore, the investigation is inconclusive for the reported cut, fluid leak, and patient death, as no objective evidence was provided for review. From the report, the event is stated to be due to inadvertent cutting of the catheter. Therefore, it appears the most likely root cause for the reported material cut, leakage, and patient death is sharp instrument damage due to user error. It is unknown whether patient or product issues contributed to the reported event. At this time, a relationship between the catheter and the reported material cut and death cannot be confirmed. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), d5, e3, g3, h4, h6 (device, component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the patient's caregiver was changing the dressing around the dialysis catheter, the tubing was inadvertently cut beneath one of the ports. It was further reported that the patient began bleeding out through the cut catheter end and collapsed. Reportedly, the caregiver called 911 and the patient was transported to the emergency room. The bleeding could not be stopped until the tube was clamped in the emergency room. Despite all efforts including transfusion, the patient could not be resuscitated. The patient expired due to exsanguination.